Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.